Event description:
The company received information from the customer that suggests that they have been developing cuff leaks with two weeks or less of use. No patient harm was reported by the customer. The information provided suggests the possibility that the user of the device may have pre-tested the device incorrectly prior to insertion in the patient. The user has been re-educated on the proper procedure for pre-testing the cuff.